Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for fracture of shaft of clavicle with the drill bit in question. In the surgery, it was noticed at the time of intraoperative x-ray for final confirmation that the drill bit was broken. The distal screw was removed once, and the broken drill bit fragment was removed. This drill bit had broken during drilling with a dedicated threaded drill guide to fix 2.7 mm lhs when using a vaclp outer plate. The surgery was completed successfully with 20 minutes delay. No further information is available. This complaint involves one(1) device drill bit ø2 w/double marking l140/115 3. This is report 1 of 1 for complaint (B)(4).